Manufacturer narrative:
Due to character limitation in e1, event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during clinical use cardiosave intra-aortic balloon pump (iabp) have different heart rate value than philips biometric monitor by about 10 bpm. The monitor and cardiosave are connected via the ECG monitor input terminal. This problem has not particularly affected the treatment. No patient harm and injury reported.

Manufacturer narrative:
Updated field- b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected field- h6- investigation conclusions.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1, full event site address: (B)(6). Updated: b4, d9, e1 (initial reporter, event site address and event site telephone), e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings and investigation conclusions) and h11. It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) heart rate value displayed on the philips biometric monitor and the heart rate value displayed on the cardiosave are different by about 10- 20 bpm. The monitor and cardiosave are connected via the ECG monitor input terminal. This problem has not particularly affected the treatment and has not caused any problems/harm for the patient. The customer used a simulator to input the ECG directly into the cardiosave, but there was no discrepancy in the hr. When inputting the ECG via the hospital's moni-x cable, there were times when a spike occurred when shaking the base of the moni-x cable. It is assumed that this spike was mistaken for an ECG, causing a discrepancy in the hr. Please replace the moni-x cable and observe the situation. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.